Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (moderately calcified lesion, 80% stenosis). Related to another drug/device (device passed through a previously deployed stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (moderately calcified lesion, 80% stenosis). Operational context contributed to event (device passed through a previously deployed stent). (B)(4).

Event description:
It was intended to use an nc euphora to post dilate a moderately calcified lesion in the mid rca which had been implanted with a non -medtronic stent. The lesion was non-tortuous and had 80% stenosis. No abnormalities in relation to anatomy were present at the lesion. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. It is reported that the balloon was passed through the previously deployed stent. Minimal resistance was noted during positioning. A non-medtronic inflation device was used, which was successfully used with other devices in the procedure. A pressure of 8 - 12 atm was gradually applied for approximately 8 seconds. The balloon failed to inflate fully on first inflation, so the physician removed the device from the patient. The device was re-inspected, and the physician attempted to inflate the balloon outside of the body. A rupture was noted on the catheter proximally to the balloon, where contrast was observed to be leaking out of the catheter. The physician then attempted to use another nc euphora balloon, of same size, to post dilate the lesion. Again the device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. It is reported that the balloon was passed through the previously deployed stent and a pressure of 8 - 12 atm was gradually applied on first inflation for approximately 8 seconds. Minimal resistance was noted during positioning. A non-medtronic inflation device was used, which was successfully used with other device in the procedure. The balloon failed to inflate fully, so the physician removed the device from the patient. Upon inspection, a rupture was noted on the catheter proximally to the balloon. No patient complications or injury is reported. The physician used a non-medtronic balloon to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results: related to operational context (damage to the distal shaft which resulted in a leak occurred following negative prep). (B)(4)

Event description:
Evaluation summary: patency of the inner lumen was checked when a 0.015 inch mandrel was passed through the device, no resistance was noted and mandrel passed through to the tip. The balloon on the device was inflated when returned. The distal tip of the device was deformed. The balloon showed no evidence of damage. There was damage to the distal shaft extending 1.7cm along its length. The leak site was located 6.9cm proximal to the balloon bond. Sem analysis confirmed severe damage to the surface of the shaft. The surface of the shaft material was coarse, distorted and uneven with longitudinal scratching evident immediately surrounding the leak site.